Manufacturer narrative:
No device is expected to be returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the pericardiocentesis catheter broke while draining a pericardial effusion with associated cardiac tamponade. The proximal portion of the catheter continued to be used in order to drain the pericardium until it was removed surgically the following day. No other injury to the patient was reported.

Manufacturer narrative:
No device was returned for investigation. Because the unit was not returned a formal investigation of the affected device could not be completed and the root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. If the device is returned in the future this investigation will be reopened and a follow up submitted.